Event description:
Related manufacturer report number: 3006705815-2023-06679 it was reported that the patient's lead had high impedances which prevented the ipg to get into MRI mode. Additionally, it was also reported that the patient experienced shocking at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein one lead and the ipg were explanted and replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(4), batch: a000103809.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.